Event description:
The customer states that the cell-dyn sapphire analyzer generated an incorrect for one patient sample. An initial result of hgb=9.66 g/dl and hct=29.8% was obtained with the analyzer generating a resistant rbc flag. The customer then repeated the sample in resistant mode obtaining hgb=16.6 g/dl and hct=55.5% with resistant flag generated again. The sample was then repeated using a cd ruby analyzer obtaining a hgb=9.1 g/dl and hct=29.9%. Only this particular pt sample was presenting with this issue. A corrected report was issued to the physician with no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.